Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that the implant was placed and removed on the same day in intra oral site 12, as no torque was noted and primary stability was not achieved. Another implant was not placed after removal on that day. The patient's bone quality was reported to be type I. Poor bone quality in site not visible on scan. At the time of surgery periodontal disease and local infection were note. The device will be forwarded to the manufacturer for investigation. There were no reported patient com.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure, which suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
The clinician reported that the implant was placed and removed on the same day in intra oral site 12, as no torque was noted and primary stability was not achieved. Another implant was not placed after removal on that day. The patient's bone quality was reported to be type I. Poor bone quality in site not visible on scan. At the time of surgery periodontal disease and local infection were note. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.